Manufacturer narrative:
H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye identified the joint of shrouded connector tip protector with assembled tubing has the gap in compliance with the product manufacturing specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity, stated as ¿about fifteen¿ (15), homechoice cassettes had a connection issue. This was described as: ¿the plastic wasn¿t fused together¿ and ¿the blue plastic piece and tubing there was a separation¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.